Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by the getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) pneumatic module assy new part failed the pim test. There was no patient involvement.

Manufacturer narrative:
The failure analysis and testing dept. Received part number 0997-00-1178 pneumatic module assembly serial number (B)(6) with a reported unit failure of failing the pim test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1178 pneumatic module assembly serial number (B)(6) into the cardiosave test fixture and tested the pneumatic module to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the all manifold test. The pneumatic module assembly passed the all manifold test. The fat dept. Could not verify the failure of the pneumatic module assembly failing the pim test. The pneumatic module passed testing. Retaining the module in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
The failure occurred due to a defective pneumatic module. No additional information available, a supplemental report will be sent if additional information is provided.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a